Manufacturer narrative:
Name and address-(B)(4) hospital affiliated to (B)(4). PMA/510(k)- (B)(4). The actual sample was received for evaluation. Visual inspection revealed that the sterile bag was unopened, and the sterile paper had been torn. The unit box in which the actual sample had been contained and the cushioning materials inside it were inspected visually and found to have been deformed in multiple points. It was not possible to clarify the timing when these deformations had occurred. Magnifying inspection of the tear in the sterile paper revealed that the tear had occurred from the inside toward the outside of the sterile bag. The thickness of the sterile bag was measured and confirmed to be equivalent to that of a factory-retained sample. Visual inspection of the sampling system, which had positioned under the torn section of the sterile bag, confirmed there was not a burr or other visible anomaly that could lead to the tear. In addition, some deformations were observed in some parts of the water port of the oxygenator and the support arm. From this, it was conceivable that some sort of load was applied; however, it was not possible to clarify the timing when these deformations had occurred. A review of the device history record product release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that an excessive load was applied to the unit box containing the actual sample, resulting in causing a tear at the site where the reservoir was in contact with the sterile paper; it is likely that the unit box containing the actual sample was subjected to an excessive load during handling in the transportation and storage period; however, from the available information including the state of the actual sample, it could not be determine the timing when it was subjected to an excessive load. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the pre-treatment the capiox device package was damaged.